Event description:
Attempted tampering reported: according to the customer contact, the pt was caught attempting to gain access to the morphine syringe with a coat hanger. The customer contact did not know the specific morphine prescription, but stated that "the pt had not been requesting all the pca does allowable per prescription parameters. User facility doesn't understand why pt was attempting to get into the syringe. It does not make sense." It was reported that the nurse was in the room and heard the pump alarm from in the bathroom. Nurse knocked and opened the door. The nurse reported that the pump had obvious scratch marks on the front case and there was an untwisted hanger in the garbage can. The customer contact states "the pt was not successful in gaining access, the nurse was right there when the alarm occurred." There was no additional info available.